Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. A review of the manufacturing records could not be performed as the lot number was not available. UDI number could not be obtained as the lot number for the device was not available.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent emergent endovascular treatment of symptomatic acute dissection extending from zones 3 to 13. According to the report, prior to the thoracic endovascular aortic repair (tevar), the patient was experiencing lower leg ischemia as a result of malperfusion. According to the report, a conformable gore® tag® thoracic endoprosthesis, was implanted in zone 2, and extending distally into zone 4. The tag device was reported to have been delivered and deployed with without issue and successfully covered the primary entry tear in zone 3. At the time of the initial procedure, the maximum aortic diameter and was reported to have measured 39.0 mm, in zone 4. Additionally a branch procedure involving the left subclavian artery (lsa), celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) and left and right common iliac arteries was performed. Post branch treatment all vessels were reported to be patent with intentional partial coverage of the lsa. Post operatively the patient was transferred to the intensive care unit, with no post-operative complications being reported. It was reported, the patient was discharged home on post-operative day five. The maximum aortic diameter within the treatment area at time of discharge was not provided. On or about (B)(6) 2015, (post-operative day 41), follow up imaging identified distal extension of the dissection, and a maximum aortic diameter within the treatment area of 37.0 mm. On or about (B)(6) 2016, (post-operative day 536), follow up imaging reported a maximum aortic diameter within the treatment area of 40 mm, however distal extension of the dissection was not reported. On or about (B)(6) 2017, (post-operative day 921), follow up imaging reported a maximum aortic diameter within the treatment area of 40 mm, with no distal extension of the dissection being reported. No additional procedures or interventions were reportedly performed to treat the dissection, or aortic enlargement. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.